Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: during the case, the tip of the device chipped. The piece could be retrieved. Another device was used. No bleeding was reported. No tissue damaged occurred. Operative time was not extended more than 30 mins. No pt injury reported.